Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a primary total hip arthroplasty 17 years prior, the location of the original surgery is unknown, and no medical records were available. The patient had multiple medical conditions and presented to a surgeon complaining of hip pain. He opted for an I&d with possible head and liner exchange. There was no evidence of gross infection, so he opted changed the head and liner. He indicated that all components looked very good and that there seemed to be no inflammatory issues or metal debris with the metal on metal construct. Doi: 17 years prior. Dor: (B)(6) 2020; affected side: left hip.